Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with "thrombotic acute myocardial infarction". The 100% stenosed lesion was located in a moderately tortuous and mildly calcified mid left anterior descending artery. The lesion was predilated and a 2.75x20mm taxus liberte' drug eluting stent was deployed at 10 atms. The stent was postdilated. The stent was well apposed; however, "a little thrombus remained". The pt received aspirin and plavix post procedure. The pt returned the following day with complaints of chest pain. An EKG was performed and the physician suspected thrombosis. The pt was brought back to the cath lab and a thrombosis was confirmed within the stent. The thrombosis was treated with aspiration and balloon angioplasty. The pt recovered. No further complications occurred. The physician "cannot deny the cause of the thrombosis is related to the taxus liberte' stent implantation, however thrombosis would have developed with other stent implantation.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. The batch number is unk; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.